Event description:
A male pt underwent aaa repair in 2007. During deployment of the zenith main body, the physician encountered issues deploying the top cap and covered the renals. The status of the pt is unk.

Manufacturer narrative:
Event evaluation: still under investigation.